Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the poppet assembly was broken and the swivel was leaking air. The poppet assembly and swivel were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during sterile reprocessing, the unit had a broken handle. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation it was found that there was an air leak. Due diligence is complete and there is no additional information available.